Manufacturer narrative:
Concomitants: (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. The reason for the revision reported was likely due to the reported instability and prosthesis wear, or inclusion of the polyethylene implants in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, initial left knee implanted and then underwent a revision procedure approximately 7 years 4 months post the initial procedure. Reason for revision indicated instability with the patella, clicking, and the poly recall. The patient was revised to a size 4 constrained femur with an 18 x 1 20 stem a medium 32 cone and a 4\19 mm constrained poly. There were no device breakages or surgical delays. The patient was last known to be in stable condition following the event. No x-rays provided. The explanted devices are not available for return as they were not made available. Device images were provided. No further information. Device images, ebi surgery results, & qad serial trace attached. No x-rays available.